Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump with the usb cable. Reportedly, the usb cable appeared to be loose. Additionally, it was reported that the pump battery intermittently could not be charged. Customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.